Manufacturer narrative:
(B)(4) date sent: 7/17/2025 d4 batch #: unknown. B3: unknown; captured as awareness date d4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
This report is being filed after the review of a clinical evaluation report (cer) from a related research activity database (drra) for patients undergoing unknown procedure. The reported complication as per ICD 9 & 10 categorization experienced by the following with corresponding intervention: evaluation of performance and safety outcomes of enseal® tissue sealers. Perioperative bleeding: defined as the presence of an ICD-10-cm diagnosis code for perioperative bleeding (see appendix 1) as a primary or secondary diagnosis during the index episode of care where a study device was used: general surgery; g2 articulating: 15, x1 curved and straight: 36, x1 large: 86. Perioperative bleeding: defined as the presence of an ICD-10-cm diagnosis code for perioperative bleeding (see appendix 1) as a primary or secondary diagnosis during the index episode of care where a study device was used: gynecologic surgery; g2 articulating: 2, x1 curved and straight: 7, x1 large jaw: 10. Perioperative bleeding: defined as the presence of an ICD-10-cm diagnosis code for perioperative bleeding (see appendix 1) as a primary or secondary diagnosis during the index episode of care where a study device was used: thoracic surgery; g2 articulating: 1, x1 curved and straight: 1, x1 large: 1. Perioperative bleeding: defined as the presence of an ICD-10-cm diagnosis code for perioperative bleeding (see appendix 1) as a primary or secondary diagnosis during the index episode of care where a study device was used: urologic surgery; x1 large: 1. Thermal injury: defined as the presence of an ICD-10-cm diagnosis code for thermal injury (see appendix 2) as a primary or secondary diagnosis during the index episode of care where a study device was used: gynecologic surgery, x1 large: 1. Soft tissue injury: defined as the presence of an ICD-10-cm diagnosis code for soft tissue injury (see appendix 3) as a primary or secondary diagnosis during the index episode of care where a study device was used: general surgery; g2 articulating: 19, x1 curved and straight: 56, x1 large: 177. Soft tissue injury: defined as the presence of an ICD-10-cm diagnosis code for soft tissue injury (see appendix 3) as a primary or secondary diagnosis during the index episode of care where a study device was used: gynecologic surgery; g2 articulating: 1, x1 curved and straight: 35, x1 large: 7. Soft tissue injury: defined as the presence of an ICD-10-cm diagnosis code for soft tissue injury (see appendix 3) as a primary or secondary diagnosis during the index episode of care where a study device was used: thoracic surgery; x1 large: 1. Soft tissue injury: defined as the presence of an ICD-10-cm diagnosis code for soft tissue injury (see appendix 3) as a primary or secondary diagnosis during the index episode of care where a study device was used: urologic surgery; x1 curved and straight: 4. This is for ethicon. A copy of the clinical evaluation form is being submitted with this regulatory report.